Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had a high threshold measurement. It was noted that high threshold is chronic for this lead over the last several device checks. The lead remains in use. No patient complications have been reported as a result of this event.